Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that there was no damage or defects with the scrdriver shaft 1.3/1.5 t4 self-holding. Picture does not provide enough evidence to confirm allegation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a j&j employee. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft 1.3/1.5 t4 self-holding was observed wit the tip stripped and twisted. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was stripped ad twisted from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped ad twisted conditions of scrdriver shaft 1.3/1.5 t4 self-holding would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review: manufacturing location: supplier- universal punch / monument; manufacturing date: 27-nov-2019; part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc; lot number: 10l5028 (non-sterile); lot quantity: (B)(4). Six pieces were scrapped in cell for illegible laser etch. Four pieces were scrapped in cell for destructive testing. One piece was scrapped in cell for unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the eleven pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria apart from the one piece (surface finish) noted. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received dated 10-oct-2019 was reviewed and determined to be conforming. Inspection certificate dated 10-nov-2017 was reviewed and determined to be conforming. Certificate of analysis dated 01-nov-2019 was reviewed and determined to be conforming. Certificate of compliance dated 21-nov-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that intraoperatively on (B)(6) 2022, the screwdriver did not hold screws. There was no patient impact. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for complaint (B)(4).